Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure for treatment of an unspecified vessel, a 2.25x23 rx xience prime stent system was unable to track through the vessel to the stenosis. Reportedly, the struts at the beginning of the shaft looked faulty at the beginning of the case. The procedure was completed using other unspecified dilatation catheters and a 3.0x23 non-abbott stent system. There was no adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided. Return device analysis revealed that the first two rings of the proximal end of the stent were mangled. The distal shaft was torn at the guide wire exit notch.

Event description:
Subsequent to the initial medwatch report, it was noted that the case details had not been updated based on additional information received. Therefore, the case details are being resubmitted to reflect that the stent struts were noted to be faulty after the failed attempts to cross. It was reported that during the procedure for treatment of an unspecified vessel, a 2.25x23 rx xience prime stent system was unable to track through the vessel to the stenosis. Reportedly, the struts at the beginning of the shaft looked faulty after the failed attempt to track through the vessel to the stenosis. The procedure was completed using other unspecified dilatation catheters and a 3.0x23 non-abbott stent system. There was no adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. Return device analysis revealed that the first two rings of the proximal end of the stent were mangled. The distal shaft was torn at the guide wire exit notch.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. The first two rings of the proximal end of the stent were mangled. The distal shaft was torn at the guide wire exit notch. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.